Event description:
While starting initial int, the nurse retracted the needle and noticed that the hub was not connected to the catheter lumen. Pressure was immediately applied to the site. The catheter could not be palpated at the insertion site. X-rays were also performed to determine a location of the angiocath cannula, but it was not seen (it is radiopaque). Upon further scrutiny of the device, it was determined the angiocath was missing the cannula and metal piece that would have held it in place from the inside of the hub. The patient did not expereince any symptoms and additional CT scans were performed to verify if part of the device had been retained; however, again all scans were negative. The patient was discharged from the ed without exhibiting any symptoms from the incident. Original packaging was not saved; but a like product was pulled from the immediate area with the following information:20ga 1.16in, 1.1 x30 mm; ref 381434.